Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient¿s daughter about a patient with an implantable neurostimulator (ins). The indication for use is unknown. The patient¿s daughter reported that the patient had just moved from (B)(6) and they were looking for a pain clinic for their stimulator. It was reported that in (B)(6) they had a pain clinic and they would help the patient with their stimulator when they had problems. It is unknown when the problems occurred and no symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's daughter reporting the patient's name and date of birth. In their previous report they indicated that the patient would go to their pain clinic to meet with a manufacturing representative when they had problems with their stimulator. It was clarified that by "problems" they meant when the patient needed regular programming. It was reported that all issues were resolved. The patient have moved permanently from (B)(6). It was reported that they just wanted to get a list of doctors who worked in or around the patient's new location so that they were prepared for future needs. The patient's daughter was advised to follow-up with patient services to obtain a physician listing. It was confirmed that there were no issues with the current device. The patient's new current address was reported. No further complications were reported/anticipated.